Manufacturer narrative:
MDR 1219913-2017-00078 was submitted on april 14, 2017 reporting (B)(6) advia centaur xp (B)(6) results that did not confirm with the advia centaur xp hbsag confirmatory assay. On april 14, 2017 corrected information and additional information the expiration date of advia centaur xp hbsagii reagent kit lot 20339098 was incorrectly stated as 11/07/2015. The expiration date is actually 11/07/2017. Additional information - upon review of the patient data generated by siemens on the samples returned from by the customer, siemens has concluded that (B)(6) antibodies are the potential cause of (B)(6) results that do not confirm. The limitations section of the instruction for use (IFU) states the following: "for diagnostic purposes, the advia centaur hbsagii test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The limitations section also states: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Twelve (12) patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis."

Manufacturer narrative:
Siemens requested the samples from the customer. Four samples were received that were labeled (B)(4). The samples were tested with advia centaur hbsagii reagent lot 109096 both neat and treated with heterophilic blocking tubes (hbt). The following results were obtained: (B)(6). The results of this indicate that a heterophilic antibody is a potential cause of repeat (B)(6) hbsagii results that do not confirm. Siemens continues to work with the customer. The limitations section of the instruction for use (IFU) states the following: "for diagnostic purposes, the advia centaur hbsagii test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The limitations section also states: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Twelve patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis." Hbsag ii reagent lot 109096: (B)(4), date of manufacture: 10/06/2016, expiration date: 10/6/2017.

Event description:
Customer observed (B)(6) results from three patients using the advia centaur xp (B)(4) surface antigen ii (hbsagii) assay that did not confirm with the advia centaur xp hbsag confirmatory (conf) assay. The results were reported to the physicians. There are no reports that treatment was altered or prescribed or adverse health consequences due to the (B)(6) advia centaur xp hbsagii results that did not confirm with the advia centaur xp hbsag confirmatory (conf) assay.